Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2023-09739 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Event description:
The customer reported to olympus that, during an unknown procedure, their high flow insufflation unit device emitted a caution tone and had a blanked-out front panel. The gas cylinder was reportedly full, and the gas indicator on the front panel was completely illuminated. The customer had power cycled the device, but the issue continued to occur. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Per the troubleshooting section of the instruction manual, the olympus customer service specialist advised the customer to send the unit in for repair; however, the customer declined to initiate the return process for the device. The device has not been received for evaluation, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.